Event description:
Patient admitted for marshall-marchetti uretethrovesical suspension; a #22 foley catheter with a 30cc balloon was inserted into urinary bladder. The balloon was filled with 20cc of saline. In the course of the surgery; the paravesical space was dissected free by means of careful blunt dissection. Sutures of #1 chromic catgut was used. These were placed bilaterally in the paraurethral space and a series of three sutures was used on either side of the urethra. During this portion of the procedure, the balloon from the #22 foley catheter with a 30cc balloon was inserted into the bladder. At the completion of the surgery, an intraoperative consultation was requested from a urologist. A cystoscopy was performed - no foreign body seen, such as fragments of the foley balloon or suture in the bladder.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: telemetry failure. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: none or unknown. The device was destroyed/disposed of.